Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced difficult plunger movement. The following information was provided by the initial reporter, translated from (B)(6): plunger rod unable to move.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced difficult plunger movement. The following information was provided by the initial reporter, translated from japanese: plunger rod unable to move.

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that the plunger rod is unable to move. All returned syringes were tested and all plunger rods were able to be exercised properly without any observed defects. Unable to perform DHR check for plunger rod unable to move due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.